Manufacturer narrative:
(B)(4).

Event description:
It was reported that a rechargeable neurostimulator was suffering from coupling and or communication issues. The antenna locate feature was used, resulting in a power-on reset followed by a normal recharge screen.